Event description:
In 2009, intuitive surgical, inc., received a user facility medwatch for from reading hospital and medical center for patient. The event details are provided below: "left ureter transected during robotic tah/cystoscopy/stent placement, monopolar curved scissors removed from service. Cautery unit checked and cleared by biomed."

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.